Event description:
It was reported that the customer was hospitalized for seizures and low blood glucose of 25 mg/dl. It was stated that the customer ate two sandwiches and did not bolus before bed and woke up with seizures. The doctors have stated that the heat exhaustion caused his blood glucose to drop. It was stated that the customer was working all day in the yard. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.